Event description:
Co has now learned that the graft was implanted for an abdominal aortic aneurysm procedure and had "oozed" more than the surgeon was used to seeing. It has been confirmed that the graft was left in.